Event description:
The nurse attempted to connect the IV tubing and it fell from the pt. At that time it was noted the catheter was not attached to the hub. The catheter was never found.

Manufacturer narrative:
The actual unit involved in the incident was not retained. The hosp is returning rep units with the same lot number. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)